Manufacturer narrative:
Result - load cell.

Event description:
It was reported by service report that the scale was giving an incorrect reading. No pt involvement or adverse consequences are reported.